Event description:
The manufacturer received information alleging a trilogy ev300 ventilator needs to be serviced. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips remote service engineer, and the device failed a test step relating to the active exhalation control module. The service engineer replaced the proportional and 3-way solenoid valve to resolve the issue. Additionally, the engineer notes that a non-reportable start stop latch set stuck error code was found in the device's error log. The printed circuit board assembly (pcba) was replaced to resolve the issue. The proportional and 3-way solenoid valves were returned to the product investigation lab for further testing. There are no further details at this time.